Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 27 mmol/l at the time of incident. The customer¿s current blood glucose value was 22.6 mmol/l. Customer stated that the high blood glucose was due to leak in infusion set. No further patient complications were reported. Troubleshooting was declined by customer. The insulin pump will not be returned for analysis. Frn-ink-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.